Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. One unpackaged ar-6480 dualwave pump serial number (B)(6) was returned for investigation. The returned device was visually inspected and noted no problems with the device. The returned device was assembled with an ar-6410 lot# 71915423 and ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 29 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Event description:
On 6/25/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had no suction once the shaver was activated. Another ar-6480 dw arthroscopy pump was switched out to proceed with the case completion. This was discovered during a procedure, with no reported patient harm. Additional information was received on 07/03/2024: this occurred during a shoulder scope procedure on (B)(6) 2024. There was no case delay and no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.